Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting with tandem technical support (cts), insulin was not observed to be dripping out of the infusion set tubing and cartridge pigtail during the fill tubing sequence. Reportedly, this occurred with multiple supplies. Customer's blood glucose level was 190 mg/dl. Reportedly, the customer had manual injections for insulin therapy.